Event description:
It was reported by a customer that on (B)(6) 2011 the aiming beam fired straight out of the fiber at 57,369 joules. Additional information reported by the customer was during set-up an aim test was performed and the beam was visible. The forward firing condition was noticed right when the fiber burnt out. This occurred while inside of the patient. No patient injury was reported. There were no observations leading up to the incident. There were no error codes displayed on the console when this event occurred. There was no delay in the procedure. The user did not experience any difficulties from the use of the system.